Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was an audible alarm, but the unit would not power on correctly. The fse reinstalled b.17 software and downloaded the error logs. The fse found error codes 4,8, and 10 in logs. The unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) would not boot up correctly when powered on. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).